Manufacturer narrative:
Lot #: suspected lots r21k25154 and r21e10110. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an one-link non-dehp standard bore catheter extension set came out of its collar which resulted in a blood leak. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the suspected lot # r21k25154 was manufactured from november 26, 2021 - november 27, 2021. H4: the suspected lot # r21e10110 was manufactured from may 11, 2021 - may 12, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed that the tubing was separated from the male luer. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.